Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 04/26/2024, it was reported that the patient reported that the cgm reading was low on his app. The patient didn´t take a bg at home and felt that the dexcom was giving him incorrect readings. The patient voluntarily went to the hospital with his spouse after experiencing symptoms of dizziness and stayed for a week for monitoring. When the patient arrived at the hospital his bg value was 70 mg/dl and the cgm reading was 90 mg/dl. At the hospital there was no medication provided and they monitored the bg readings. At the hospital they performed CT scan and MRI. At an unspecified time of the event the cgm reading was 65 mg/dl and the bg reading was 45 mg/dl. There was no treatment administered. At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.